Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.

Event description:
Reference number (B)(4). Event occurred in chile. It was reported that patient faced an infusion set cannula crimped events on (B)(6) 2025. The event occured on the first day. The insertion site was gluteus. The insertion method was serter the infusion set was in use for six hours. The cannula was replaced at the hospital. No further information available.